Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted sings of device use in the form of elevator marks from the distal end of the catheter and witness marks on the umbilicus connector, indicting it was plugged into a controller for use. The length of the catheter and umbilicus cable was visually inspected and no problems were noted. X-ray imaging of the distal end showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. An image test for visualization was performed. The device was plugged into the controller and a clear, live image was displayed. The device was fully articulated and the tip was manually manipulated in all directions. No degradation of the image was observed. The handle was opened and the components within were visually inspected. No internal problems were detected. It was noted that procedural residue was present on the device components in the breakout region, indicating that procedural fluids had flowed back up the optics lumen and into the handle during use. To test for this, saline was flushed through the irrigation tubing with a syringe, and the catheter tip and working port were blocked to induce backflow into the optics lumen. No degradation of the image was observed. The camera wires on the solder pads of the printed circuit board assembly (pcba) in the handle did not appear fully encapsulated by solder. The glue feature and camera wire were manually manipulated to rule out camera wire contact to the solder as a cause. No image degradation was observed. Components on the pcba were pressed with a wooden tool to confirm that they were secure on the board. No image degradation was observed. No other problems with the device were noted. The reported event was not confirmed. A review of the risk documentation confirms that this is not a new or unanticipated event. Product analysis tested the electronics, fluidics, and interactions between saline/electronics and was unable to replicate the failure or identify any problem that could have caused or contributed to the reported event. Based on all gathered information, the conclusion code selected is no problem detected, which indicates that the device problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common hepatic duct during a diagnostic cholangioscopy with spy glass procedure performed on (B)(6) 2021. During the procedure, when they were doing an endoscopic retrograde cholangiopancreatography (ercp) to take a biopsy of a big tumor in the pancreas, the image of the spyglass started to blink after a couple of minutes and then the 3 dots appeared. They tried to switch off and on the controller but it did not work. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common hepatic duct during a diagnostic cholangioscopy with spy glass procedure performed on (B)(6) 2021. During the procedure, when they were doing an endoscopic retrograde cholangiopancreatography (ercp) to take a biopsy of a big tumor in the pancreas, the image of the spyglass started to blink after a couple of minutes and then the 3 dots appeared. They tried to switch off and on the controller but it did not work. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.